Event description:
It was reported that during a da vinci hysterectomy procedure, the pk dissecting forceps instrument jaws were not opening and closing. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument grips would not open and close due to a broken cable at the back end of the instrument housing. Failure analysis also found multiple clamping pulleys exhibited corrosion around the rails and scratches on the surface of the distal pulley. Additionally, the distal end of the instrument's main tube exhibited various scratch marks with light material removed and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. It was concluded that the damage to the clamping pulleys may have been due to improper cleaning and the damage to the main tube may have been due to mishandling. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Handle with care. Avoid mechanical shock or stress that can cause damage to the device. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the damage to the main tube found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.